Event description:
Customer reported that while using the video system center, there was poor contact for the light source. The user noted the light guide-rod of endoscope was left inside the scope socket, due to which, other endoscopes failed to insert in. The event was found during reprocessing and there was no delay noted. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the output connector was broken and could not be connected. There was excessive stress to the output socket. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed at the repair center. After removing the light guide-rod, the device was restored to normal operation. The light source fault was that the light guide rod is left in the scope socket of the light source due to the loose connection between the light guide rod and the endoscope. The light guide rod in the light source was taken out and sent back to the hospital. Additionally, the evaluation revealed: the output connector was broken, could not be connected and there was excessive stress to the output socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken/faulty output connector could not be identified. Olympus will continue to monitor field performance for this device.